Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed it met 95% of expected longevity. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
The patient reported developing an infection. The device was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.